Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in esophagus during a dilatation procedure to treat stricture performed on (B)(6) 2025. During the procedure, the balloon was placed through the scope into position. The technician inflates the balloon to 18 mm, and it was not inflating. The balloon was removed from the scope and inflated. It was noticed that there was a hole in the balloon. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.